Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to moisture on battery tube assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump last only a few days even with fresh battery rewind anomaly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.